Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced abdominal stimulation for several months upon increasing the stimulation amplitude. Additionally, the patient is receiving only left-sided stimulation. X-rays indicated the lead had migrated. Surgical intervention will take place to address the issue.